Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product seems to be lost in transit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.